Event description:
Complaint alleges: the trigger did not return to the initial position after it was depressed. The event caused no harm to the patient.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint.